Event description:
It was reported that during preparation for a transarterial chemoembolization treatment procedure, peeling of the guide wire coating was noted. The physician noted that the surface of the fathom 16 .016 perph 180x35cm guide wire was not smooth and the guide wire coating was peeling. The procedure was completed with a different device. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that during preparation for a transarterial chemoembolization treatment procedure, peeling of the guide wire coating was noted. The physician noted that the surface of the fathom 16 .016 perph 180x35cm guide wire was not smooth and the guide wire coating was peeling. The procedure was completed with a different device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the fathom guide wire was returned loaded in its dispenser coil. Analysis revealed that the guide wire was slightly bent at 51.0cm, 156.0cm and 176.0cm proximal to the distal end. No anomalies were noted with the hydrophilic and ptfe coating or bond joint. Slight friction was noted during functional test with a demo microcatheter; however, the friction was likely due to the observed bends. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).